Event description:
It was reported the haptic on the intraocular lens (iol) broke during insertion of the iol into the patient's eye. The doctor enlarged the incision and used a different lens.

Manufacturer narrative:
During a retrospective review of the complaint database, it was determined this event met the criteria for adverse event reporting. The iol was inspected and showed a broken haptic. The lens met all manufacturing criteria prior to release. While we were unable to determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related.